Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). Approximately five months later, the patient underwent a surgical procedure in which the existing aus was removed. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, and no leaks were identified in the component. Visual and microscopical inspection of the pump did not reveal any anomalies. The pump passed leak testing. Upon visual and microscopical examination of the balloon, no damages were found. The balloon passed the leakage test. Functional testing was performed, the balloon did not pass as it was below product specification. Based on the information available and analysis results, the balloon performing below product specifications could have caused or contributed to the reported clinical observation of mechanical issues. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). Approximately five months later, the patient underwent a surgical procedure in which the existing aus was removed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.